Event description:
Reporter stated the bolus advice provided by the blood glucose monitor is inaccurate. The data has been reviewed by the customer's endocrinologist and diabetes educator, and each found the advice to be inconsistent, however the active insulin on board at the time of the inaccuracy was not reported. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.